Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report an alarm from the implantable cardioverter defibrillator (ICD) causing the patient to go to the emergency room (ER). The patient reported that the right ventricular (rv) lead high voltage coil was turned off due to the impedance on the lead. A follow up with the patient¿s healthcare provider yielded no further information. The rv lead remains in use. No patient complications have been reported as a result of this event.